Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in cloudy pd effluent. The cause of the breach in aseptic technique was further described as the patient made a mistake (not further specified). The patient was not hospitalized for the event. It was reported that the patient was not treated for the event with medication (no further detail was provided). The outcome of the event and whether dianeal therapy was ongoing was unknown. No additional information is available.